Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer reported that his blood glucose level was high which was 400 mg/dl. The customer reported that the sensor glucose and blood glucose level was not within the limit and the cannula was slightly bent. The customer reported his blood glucose level was 165 mg/dl and current blood glucose level was 65 mg/dl. The customer reported that the low blood glucose level was treated with candy and some lunch. The insulin pump will not be returned for analysis.